Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. The pt reported 2 days ago having trouble recharging neurostimulator (ins) battery after getting rm03. Pss had pt reset controller (ptm) while collecting external device modal/serial numbers. Pt inspected recharging antenna (rtm) cord and connector plug during call without detecting any visible damage. After ptm powered on following reset, pt mentioned ptm was indicating stimulation was off so they turned therapy back on. Pt provided current battery levels: ptm 100% ins 70%. Pss then had pt connected their rtm to attempt a recharging session to check if system problem would reoccur. Recharging screen cycled to passive recharge mode w/ (0/82/85). Ins recharging then started with excellent quality (ins incremented to 80% after connecting). Pss reviewed with pt everything appears to be working as intended while instructing pt to monitor the issue and call back if rm03 occurs again.  Trouble shooting appeared to resolve problem during call. Additional information was received, it was reported pt called back and says that after speaking with patient services yesterday, the end of the rtm got really hot, "so hot they couldn't keep charging and noticed it because they felt a pin prick or something".

Manufacturer narrative:
Continuation of d10: product ID#: 97755 serial# (B)(6). Product type recharger section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot #:(B)(6). UDI#:(B)(4). Analysis of the 97755 recharger (rtm) (s/n (B)(6)) revealed that the cable insulation was torn and wires exposed. This regulatory report is being submitted as part of a retrospective review as part of a CAPA 620188 action. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.